Manufacturer narrative:
Our initial report was issued for the reagent used in this test, for agh anti-igg solidscreen ii. Our investigation of this incident now showed that the incident was not caused by the reagent but by the instrument. We therefore changed the form and adjusted it to the tango optimo. This is our final report on this incident.

Event description:
A customer reported a false negative autocontrol of a patient sample when tested with anti-human-globulin solidscreen ii on a tango optimo. The patient sample yielded a correct weak positive reaction when tested on the customer's second tango optimo. The customer did not return the supposedly defective product for investigational testing, but two patient samples that had caused the false negative test result. Our quality control laboratory tested both samples on tango optimo and yielded correct positive results in the auto-control. The retained sample of anti-human globulin solidscreen ii was tested with different samples and controls. All positive and negative reactions were correct we did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human-globulin solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by a field service engineer. The fse found bubbles in the system tubing that occurred due to clogged reverse valve up to the entry for system fluid of the affected tango optimo. This was the consequence of a contaminated container for system fluid. Our field service engineer cleaned the reverse valve and the customer cleaned and filled the container with fresh aqua dest. After performing post service verification procedure with no errors, the instrument was operating within manufacturers specifications.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative autocontrol of a patient sample when tested with anti-human-globulin solidscreen ii on a tango optimo. The patient sample yielded a correct weak positive reaction when tested on the customer's second tango optimo. The affected tango optimo was inspected by a field service engineer. The fse found bubbles in the system tubing that occurred due to clogged reverse valve up to the entry for system fluid of the affected tango optimo. This was the consequence of a contaminated container for system fluid. The customer did not return the supposedly defective product for investigational testing, but two samples of the patient that had caused a false negative test result. Testing in our quality control laboratory is still ongoing.